Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017 due to blood glucose dropping low in the middle of the night, causing brain damage that led to death. The cause of death was respiratory failure. The caller stated that the customer had (diabetes complications - low blood glucose. The customer's blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected by the hospital 1 day prior to passing. It is unknown if the customer was using sensors. The caller declined to return the insulin pump for analysis.